Event description:
A report was received that the pt was experiencing charging and communication difficulties. It was determined that the ipg was sitting at an angle and physician performed pocket revision. The ipg pocket was relocated to another site. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.